Event description:
It was reported that during lap lobectomy procedure, when removing the instrument the surgeon found that the instrument could not be closed and released. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 09/24/2007. Info anticipated, but unavailable at this time.